Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The correct reference MFR. Report number for the related revision procedure is 1627487-2016-05773, not 1627487-2016-04205 as reported previously.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the lead revision procedure (reference MFR. Report: 1627487-2016-04205), the physician was unable to implant a new lead due to the presence of adhesion/fibrosis tissue. At this time, the next course of action is undetermined. Note: lead details are unknown at this time.